Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was 99% stenosed and was located in a calcified and extremely tortuous proximal left anterior descending (lad) artery and left main (lm). The physician began the procedure by predilating a lesion in the lad and circumflex (cx) artery. A 2.5x24mm taxus stent was placed in the lad and 3.0x32 taxus stent was placed in the cx. The physician then attempted to implant another manufacturer's stent at the ostial cx and a taxus express2 3.5x24mm drug eluting stent at the lad-lm using a kissing technique. Both devices were inserted into the guide catheter but the taxus stent delivery system (sds) would not advance through the distal end of the guide catheter. The physician was unable to remove the taxus sds. The guide catheter was able to be pulled back and then the taxus sds was removed. It was then noticed that a stent strut was lifted up. The procedure was completed with another taxus stent. No patient complications occurred. Patient status is satisfactory.